Manufacturer narrative:
A product development evaluation was completed: no product has been returned to the company, therefore, the condition cannot be evaluated and the complaint condition cannot be replicated. The provided report from the surgeon as well as (B)(4) third-party material investigation notes were reviewed: the plate shown in these reports is broken. Provided that the reported article number and lot do match the product mentioned in the report the complaint is confirmed. However, the company could not verify this because no product has been returned. Manufacturing evidence show that the product has been produced to the specifications (raw material, dimensions, etc) and as no product has been returned it is not possible to provide any further conclusion on the root cause of the product failure. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID was not available for reporting. Unknown. Plate reportedly bent and broke on an unknown date between (B)(6) 2015. Additional device product codes are jdp and hwc. (B)(4). Exact date of implant and was reported as an unknown date in (B)(6) 2015. Only the proximal portion of the reported broken plate was explanted on (B)(6) 2015. The explanted portion of the subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that a 4.5mm variable angle locking compression plate (va-lcp) broke post-operatively. The va-lcp was originally implanted on an unknown date during (B)(6) 2015 as part of a revision surgery to address broken screws and non-union of comminuted distal femoral fractures. The va-lcp was combined with a proximal femoral corticotomy with the intention of using a callus distraction method to fill in the femoral gap. During this surgery an external fixator (ex-fix) device was applied. The non-viable bone graft from the initial surgery was removed and the bone defect was filled with an antibiotic loaded bone substitute. Please see related (B)(4) which addresses the ex-fix device. The patient's initial surgery which was performed on an unknown date in (B)(6) 2014, post-operative screw breakage and non-union are addressed and reported under related (B)(4). At the end of (B)(6) 2015 (date unknown), it was reported that x-rays showed good callus formation and reabsorption of the antibiotic bone substitute material. On (B)(6) 2015, there were no reported changes in the patient's condition and he continued with bone transport as planned. X-rays showed a significant improvement in the callus and new bone formation at the level of the defect. The patient was instructed to continue with the distraction at a rate of 1mm per day and physiotherapy. On (B)(6) 2015 it was reported the patient continued with excellent bone formation as seen on x-rays taken around that time. Surgery was performed on (B)(6) 2015 to dock the bone fragment and remove the ex-fix. The surgeon noted that it took significant more force to move that fragment than anticipated "probably because of the healing [at the] docking point on the medial side. Three screws were implanted to dock the bone fragment, two of which bent slightly during insertion. The two bent screws were noted by the surgeon on the x-rays. The bent screws will be addressed and reported in third related complaint. These screws were left in place as locking of the bone fragment was achieved. The surgery reportedly went as planned. During a follow up examination on (B)(6) 2015, it was reported that the patient continued extensive callus formation on the medial side of the docking site. All wounds were healed with no signs of infection. On (B)(6) 2015, approximately six weeks after the removal of the ex-fix device, the reported 4.5mm va-lcp was discovered to have bent and broken. The patient underwent another revision surgery on (B)(6) 2015. During this surgery, the proximal portion of the broken plate was removed along with the associated screws (approximately four) and the site was spanned with a new unknown plate where the holes matched with the holes of the remaining distal portion of the va-lcp. Future surgical plans include knee replacement as soon as femoral healing allows. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
Corrected the result and conclusion codes to reflect that the part has not been received and cannot be evaluated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.